Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy. Technical services (ts) was consulted and reviewed the stored data, with t-wave oversensing and morphology changes noted. Ts discussed available programming options, with in clinic examination for the different vectors recommended. This device remains in service. No additional adverse patient effects were reported.